Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) helix/lobe distorted/bent. The helix will not extend due to the distorted helix and the large amount of blood in the sleeve head. The distal conductor had blood/body fluid (not obstructed) and a tip seal observation. Full lead returned and analyzed.

Event description:
It was reported that the helix was out when taking out of the package and could not be fully retracted. The lead was not used. No patient complications have been reported as a result of this event.